Event description:
Pt reports her add legacy pumps [serial numbers and expiration dates not provided) kept alarming high-pressure alarm on (B)(6) 2025. Reported she used extra cassettes and medication while trying to troubleshoot high pressure alarm despite switching to back up pump. Pt stated she did start to feel lightheaded and pale. Pt stated she went to emergency room on tuesday evening and was admitted. Pt advised her IV catheter was replaced while in hospital and is currently in hospital using one of their pumps. Pt dropped 1 of pumps on the floor and reported she was having a key slot issue with her other pump. Pt reported diarrhea and flushing. Pump return tricking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. Product lot number and expiration date were systematically retrieved from the dispensing system. This is a continuous infusion. Setflow rate are unk. Delivered are unk. Product fault occurred while in use by pt. Unk if product cause or contribute to pt or clinical injury. Pt went to ER and hospitalized but unk if it was due to product issue. Devices available for investigation once recurred by pt. Pharmacy to replace both pumps. Pt had a backup device they were able to switch to. Pt was able to successfully continue their infusion. Infusion is life-sustaining. Outcome resolved. No further info provided. Reported to (B)(6) by pt/caregiver. Ref report: mw5165644.